Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. A noncompliant related ncr (B)(4) was found for a hot forming problem with the raw material. Nails are turned machined and cold formed the material was deemed conforming for nail manufacture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent open reduction internal fixation (orif) of a right femur fracture on (B)(6) 2014. The surgeon implanted a synthes lateral entry femoral recon nail-ex, 420mm, rt. He selected the static locking option for the proximal locking screw. While drilling the hole the drill bit did not pass through the targeted hole in the nail. The surgeon verified that the nail and aiming arm were properly secured and then proceeded to try to pass the drill bit through the nail. The drill bit once again did not pass through the nail. Then he exerted slight pressure to the trocar and was able to pass the drill bit trough the nail. He inserted the screw and the surgery was completed successfully. The total delay was less than five minutes. This is report 3 of 3 for (B)(4). This report covers the femoral recon nail.